Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated he has not used the therapy in 2 years because it is painful to use it. Pt clarified that if he tries to turn the stimulation up to where he used to have it set the stimulation is painful. Patient stated stimulation never hurt before but it made his back feel better when he had it put in. Pt stated that if the ins battery goes dead he will feel shocking sensation coming from around the ins itself. Pt stated if he keeps the ins charged up he does not feel shocking around the ins. Pt stated he had an MRI 2 years ago and another MRI in sept 2023 and a nurse at hcp office told pt that the leads have probably moved a little bit and pt asked the nurse if that is why it is painful for pt to use therapy. Nurse at hcp office suggested that pt contact a manufacturing rep. Patient service specialist is sending a message to the field about patient call.